Event description:
The resident at the hosp, alleged the following event: "the nail fractured after 9 months of implantation. Nail broken off with metallic torsion."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.